Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter addr 1: (B)(6) e.4. Initial reporter facility name: (B)(6) hospital. B.3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a stopper pop out of the tube. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary : material #: 367846. Lot/batch #: unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for a piece of the stopper falling into the tube was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® edta 2k experienced a stopper pop out of the tube. There was no report of patient impact.